Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: conclusions- utilizing the existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the 5890ivc semi electric foot spring of having a broken weld where the foot cross member and the foot rail frame are welded. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the beds foot section of semi electric 5890ivc foot section for a 5310ivc bed broken at weld on frame.